Event description:
Endoleak (type 1a suspected): one debranching tevar was performed. There was a difference between diameters of the proximal and distal side of the landing zone. Therefore, ar-n2910428 (to be conformed) was implanted from just below the aneurysm and the relay plus (28-n4-40-154-36u) was implanted proximally. The two stent-grafts were implanted with three sections of the stent being overlapped. The proximal side of the stent-graft was able to be placed just below the bovine aortic arch with approx. 30 mm of sealing secure. Final angiography revealed minor leakage from the periphery of the stent-graft concerned into the aneurysm. Therefore, balloon modeling was performed within the proximal, junction, and distal areas of the stent-grafts, as no modeling had been performed. Angiography was then performed again and the leakage was observed to still be present though it became reduced. The leakage was not type 4 according to the angiography performed in the stent-grafts. Medication was used to neutralize heparin. The procedure was completed with the expectation that thrombus would form in the gap between the stent-grafts and the vessel, resolving the leakage. Comments from the physician: it was unclear why the leakage occurred even though proximal portion was well sealed. Another factor being a difference in diameters of the stent-grafts, type 3 was also a possibility. Operation type: 1 debranching tevar. Blood loss: small amount. (Tc#bm220401371) patient outcome - "there was no harm to the patient health."

Event description:
Endoleak (type 1a suspected): one debranching tevar was performed. There was a difference between diameters of the proximal and distal side of the landing zone. Therefore, ar-n2910428 (to be conformed) was implanted from just below the aneurysm and the relay plus (28-n4-40-154-36u) was implanted proximally. The two stent-grafts were implanted with three sections of the stent being overlapped. The proximal side of the stent-graft was able to be placed just below the bovine aortic arch with approx. 30 mm of sealing secure. Final angiography revealed minor leakage from the periphery of the stent-graft concerned into the aneurysm. Therefore, balloon modeling was performed within the proximal, junction, and distal areas of the stent-grafts, as no modeling had been performed. Angiography was then performed again and the leakage was observed to still be present though it became reduced. The leakage was not type 4 according to the angiography performed in the stent-grafts. Medication was used to neutralize heparin. The procedure was completed with the expectation that thrombus would form in the gap between the stent-grafts and the vessel, resolving the leakage. Comments from the physician: it was unclear why the leakage occurred even though proximal portion was well sealed. Another factor being a difference in diameters of the stent-grafts, type 3 was also a possibility. Operation type: 1 debranching tevar. Blood loss: small amount. (Tc# (B)(4). Patient outcome - "there was no harm to the patient health."